Manufacturer narrative:
The reagent expiration date was (B)(6) 2021. The calibration signals of (B)(6) -2020 were higher as expected for both levels. The calibration signals of (B)(6) -2020 were within expected levels. The qc recovery was within customer ranges. The alarm trace showed abnormal sample aspiration the field service engineer performed maintenance and changed out several parts. The service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d total ii results for 3 patient samples on a cobas 6000 e601 module. Patient 1: the initial result was >250 nmol/l. This result was reported outside of the laboratory and was questioned. A new sample was drawn on (B)(6) 2020 and the result was 51.3 nmol/l, using a different module line. The initial sample was then repeated and the result was 52.18 nmol/l. Patient 2: on (B)(6) 2020 the initial result was >250 nmol/l and the repeated result was 32.59 nmol/l. Patient 3: on (B)(6) 2020, the initial result was 228.3 nmol/l and the repeated results were 109 nmol/l and 102.1 nmol/l. The results were reported outside of the laboratory. The reagent lot number was 484688. The expiration date was requested but not provided.